Event description:
A surgeon reports problems folding the intraocular lens (iol). The complaint device was returned stuck inside the iol delivery system. There was no patient impact/injury associated with this event.